Event description:
Reporter initially noted system making strange noise in I/a or phaco mode. During follow-up, customer noted a small posterior capsule tear had occurred when going from phaco to pulse; anterior vitrectomy performed.